Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since they got the ins it hadn't really worked very well for their urinary frequency. Patient said they get up 7-8 times a night and can't sleep. Patient said they had been to the doctor several times and they had changed programs themselves and had been on each program at least twice, but the therapy still didn't help. Patient said today they saw a message on their handset when they went into the therapy app that their internal device had lost all data. Patient services (ps) assisted patient in connecting to the data lost screen (screen said "data lost, internal device has lost all data, contact clinician", patient was able to end session and was taken back out to the home screen. Ps reviewed info about ins longevity. Patient said healthcare provider (hcp) told them ins battery would last 10 years. Patient hoped that they didn't need to get a turp procedure and that they could get their ins to start working for them because they couldn't live their life like this with the symptoms they had. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.